Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe sftygld 1ml w/ndl 27x1/2 rb was noted to have leakage. Rcc received a complaint via email. When applying a tb test with the tuberculin syringe, the solution was leaking from the hub of the needle and not the lumen. Customer response on (B)(6) 2026. I suppose I cannot confirm the exact lot# if that is not an active number. The two I have in clinic are: 4310099d1 exp: 11/20/2029. 3227561j1 exp: 08/31/2028. Which appears to be a combination of both lots. Maybe the expiration can help identify which one based on what I sent you earlier? I am not familiar with the material number, is it this? Ref: 305945. The only negative outcome is that I had to poke the patient 2x but she was understanding with it.